Event description:
Suction indicator display was not functional on the mini-sahara pleuravac. This was reported by the stat nurse who reported that the pleuravac was working, but that the suction indicator kept "sticking".